Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed in the pcu event log. The report of pressure sensors failing inspection was not confirmed. Although requested, the pump module was not returned for investigation. The pcu event log shows pump module was programmed to infuse (drugid 386) at a rate of 104ml/hr with a vtbi of 621 (duration = ~5.97 hours) at 12:30 am on 04 october 2019 and ran until 8:44 am when the device was channeled off. During the infusion there were multiple air in line alarms, however there were no occlusion alarms recorded. A review of the device error logs found no errors during the time period of the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause was not identified.

Event description:
It was reported that cisplatin was programmed at a rate of 104mlhr. For 6 hrs. Took 8 hours to infuse. After 6 hrs. Of the infusion it was noted that over 200 ml remained in the bag. The customer confirmed that there was no harm reported . The facility biomed examined the logs which revealed check voltage of pressure sensors which failed inspection. The biomed stated that the lvp had its bezel replaced by bd technician 9/16 which was followed by a preventative maintenance check by a bd technician. The last preventative maintenance on the pcu was 10/28/2019.

Manufacturer narrative:
Requested patient information, however customer declined to answer the event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Other text : no device received-log review only.

Event description:
Was reported that cisplatin was programmed at a rate of 104mlhr. For 6 hrs. Took 8 hours to infuse. After 6 hrs. Of the infusion it was noted that over 200 ml remained in the bag. The customer confirmed that there was no harm reported . The facility biomed examined the logs which revealed check voltage of pressure sensors which failed inspection. The biomed stated that the lvp had its bezel replaced by bd technician 9/16 which was followed by a preventative maintenance check by a bd technician. The last preventative maintenance on the pcu was 10/28/2019.